Event description:
It was reported that during a pulmonary vein ablation procedure, the pt developed a pericardial effusion. The physician performed isolation of the right and left sided pulmonary veins using a cool path catheter and after completing isolation of the left sided veins the pts blood pressure dropped. An echocardiogram was performed which revealed a pericardial effusion. The physician stopped the procedure, removed the catheters from the heart and performed a pericardiocentesis. The pt was then taken to emergency surgery and a hole in the left superior pulmonary vein was closed. The pt is recovering and is well and stable.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.